Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report a discrepancy between the blood glucose reading and sensor glucose. Blood glucose reading would be in the 100 to 120 mg/dl range while the sensor glucose reading was around 60 mg/dl and cause the insulin pump to go into threshold suspend. Advised the customer on the proper insertion and calibration techniques. Advised that a follow up call will be made and to call if issue persists. Nothing further reported.